Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, it was confirmed that there was damage to the insulation, by way of dents and scratches that were noticed throughout the shaft of the device. The 5mm peek multifunction handle failed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization, due to dents and scratches throughout the shaft of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.